Event description:
It was reported that this device delivered inappropriate shocks with therapy exhaustion. Patient was hospitalized. No adverse patient effects were reported. Additional information received that this device was explanted due to normal battery depletion and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered an inappropriate tachy shock with therapy exhaustion. No adverse patient effects.